Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer's battery was not holding charge and the insulin gauge was inaccurate. No reported adverse impact the customer's blood glucose. The customer declined to provide further information with tandem technical support.